Event description:
It was reported that lead was attempted to be implanted into coronary sinus and was unable to be implanted due to patient anatomy. The lead was removed and replaced with competitor's lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.